Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, expiration date - unknown, date implanted - unknown, date explanted - unknown, PMA/510(k) number - unknown, manufacture date ¿ unknown.

Event description:
It was reported that patient underwent a shoulder arthroplasty on an unknown date. A revision procedure has been indicated; however, there has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a left shoulder arthroplasty on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2014 due to a fracture as a result of a patient fall. During the procedure, the taper was unable to be removed. As a result, the stem was removed and replaced and a 30 minute delay occurred during the procedure.